Event description:
It was reported following an angio-seal device deployment, oozing was noted; hemostasis was acheived after manual pressure was applied for five minutes. In the post procedure room, a venous sheath was removed. Later that day, the patient became hypotensive and it was determined the patient lost approximately 3 pints of blood. The patient underwent surgical evacuation of a hematoma. Reportely the patient was noncomplaint with post procedure instructions; patient was lifting their head and moving their leg.